Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the drive shaft was bent. It was further observed that there was corrosion on the gear box, inside the housing and on the motor adapter. It was determined that the corrosion on the gear box, inside the housing and on the motor adapter was consistent with normal use. It was further determined that the bent drive shaft was consistent with allowing the drive shaft to come into contact with a hard surface and from not using the protective cap. The component damage was caused by user error. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to wear from normal use and servicing over time and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The contact¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the pin was loose on the compact speed reducer device and the device would not work. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.